Event description:
Undersensing was noted on this lead. The pt underwent a revision procedure on (B)(6) 2009 and all records indicate this lead remains actively implanted with improved sensing values. Should add'l info become available, this event will be updated.